Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#1627487-2018-04106: it was reported the patient experienced ineffective stimulation due to migration of the right l3 lead after a fall approximately 2 weeks ago. Reportedly, x-ray images confirmed the issue. As a result, surgical intervention was undertaken wherein the right l3 lead was explanted and replaced with a new model. Postoperatively, therapy was restored and the issue resolved. Note: both leads are being reported as its unknown which lead lot# contributed to the issue.